Manufacturer narrative:
Received: one used. List #b33895, 107" (272 cm) appx 8.7 ml, transfer set w/dual check valve, microclave®, luer lock; lot #unknown. A used b33895 transfer set was returned for investigation with the microclave on the transfer port of the check valve with the female luer broken and missing. The break was examined and there was no evidence of cold form damage. The break had evidence of beach mark breakage suggesting environmental stress cracking. The probable cause is typical of environmental stress cracking during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 107" (272 cm) transfer set w/dual check valve, microclave®, luer lock. It was reported there is breakage of the hard plastic portion of the microclave. There was unknown patient involvement and unknown human harm.